Manufacturer narrative:
(B)(4): the pump was evaluated by product analysis on (B)(4) 2012 with the following results: the pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. No insulin delivery or functional defects were found with the returned pump. There were no alarms or pump conditions representing a failure recorded in black box or alarm history, only typical usage alarms and warnings were observed. The black box for the date of original complaint has been overwritten and is no longer available for investigation due to continued use of the pump. The back box shows the pump was running on the year 2013 and it shows the dates from (B)(4) 2013. Daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates.

Event description:
On (B)(6) 2012, the patient claimed that her blood glucose elevated to 500 mg/dl while on insulin pump therapy. Reportedly, she decided to discontinue insulin pump treatment and has returned to a regimen of injections. The patient did not wish to troubleshoot the issue or discuss the cause of the elevated blood glucose. This complaint is being reported because the patient claimed she had high blood glucose while she was no insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.